Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2018, the patient's clinical status assessment indicated the condition as "sever" mitral regurgitation with class 3 heart failure symptoms and was referred for cardiac catheterization. Coronary angiography and index procedure was performed. Target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 10 mm long with a reference vessel diameter of 3.50 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38mm synergy study stent. Following post dilatation, the residual stenosis was 0% and has timi 3 flow. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with the complaint of sever mitral regurgitation and was referred for cardiac catheterization. In (B)(6) 2018, cardiac catheterization revealed a 100% in-stent restenosis (isr) of the synergy stent in the proximal rca. Collaterals in the mid and distal vessel. Timi 0 antegrade flow was noted. The isr was then treated with deployment of a 3.0x12mm, 3.0x38mm and 3.0x38mm non-bsc stents extending up to distal rca in overlapping fashion. Following post dilatation, the residual stenosis was 0% with timi 3 flow was achieved. Post procedure angiography of rca vessel was performed which revealed patent stents deployed during revascularization in proximal rca extending up to distal rca. The event was considered "resoled".